Event description:
The user facility reported that the mounting stud on the device broke off the blade during a procedure. It was reported that the patient is unaffected. The surgeon switched out the blade for another size and the procedure continued unaffected by the alleged defective blade.